Event description:
It was reported that the following information was provided by the initial reporter: "needle blocked." On the 4th of december, two bd needles were forwarded for further evaluation. 1. No photo available. 2. Batch number(s) / expiry date: 3f691a / 07.2025. 3. Needle: bd needle (no faults) was attached and blocked (handling error). 4. N/a. 5. N/a/ no injuries.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes d9: returned to manufacturer on: 12feb2024 h.6. Investigation summary samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent pe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10

Event description:
It was reported that the unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: "needle blocked" on the 4th of december, two bd needles were forwarded for further evaluation. 1. No photo available 2. Batch number(s) / expiry date: 3f691a / 07.2025 3. Needle: bd needle (no faults) was attached and blocked (handling error) 4. N/a 5. N/a/ no injuries